Event description:
It was reported to medtronic minimed that the customer experienced an infusion set was not registering, insulin not getting out, and scheduled bolus but not delivering insulin, pump error, and batteries rejected. The customer reported hyperglycemia which did not require treatment. No troubleshooting was identified. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Bolus was programed at 3.0u and delivered. No unexpected bolus stopped alarm noted during testing. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thus software. No "no delivery" alarms noted in the pump history/trace files within a month of the event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.0mv at zero offset). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing or in the pump history/trace files within a month of the event date. No e/a alarms noted during testing or in the pump history/trace files. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Insulin flow block alarms and bolus stopped alarms not confirmed during testing. Failed battery alarms not confirmed during testing or in the power management graph. E/a alarms unspecified not confirmed during testing or in the pump history/trace files. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.